Manufacturer narrative:
Thus software was utilized and downloaded trace/history files properly. Unit passed and displacement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 63 alarm (variable 12) on (B)(6) 2021 at times 23:05. ,23:08.00, 23:28.00 confirmed in the long trace. In conclusion, pump error 63 alarm (variable 12) confirmed in the long trace isolated to electronic assembly. No moisture damage on the electronics, keypad assembly, battery tube, motor, vibrator during visual inspection. Unit had scratched case, cracked keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm multiple times. The customer stated they were able to clear the alarm and complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.